Manufacturer narrative:
Clinical evaluation performed by medical affairs director: partial hip revision surgery (stem and head) occurred 6 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines in gruen zones 1,2 and 7 suggesting implant mobilization in the proximal region. The stem looks slightly undersized: this may be due to patient anatomy or bone morphology that cannot be assessed as no preoperative image is available. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined. Visual inspection performed by r&d project manager: visual inspection shows signs of extraction on femoral stem and head. Few hydroxyapatite residuals are visible on the proximal femur. Femoral neck shows signs of fretting and abrasive wear. Acetabular cup analysis would help to assess if impingement had occurred in vivo. It is not possible to determine with certainty the loosening cause. Batch review performed on 11 december 2018: lot 122548: (B)(4) items manufactured and released on 31 august 2012 . Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On nov 13, 2018 we were informed that a patient would have needed a revision 6 years after primary due to stem loosening. The surgery was completed successfully on (B)(6) 2018. Stem and head were swapped successfully.